Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 in to the patient's left eye (os) on (B)(6) 2015. Refractive surprise was noted, the lens remains implanted. Patient's last known bcva was 20/20 as of (B)(6) 2015.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Pt weight: unk. Explant date: n/a. (B)(4). Device evaluated by the manufacturer? No. Lens remains implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review results: (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was likely to have contributed to the complaint. No definite root cause for the complaint was determined. Conclusion: (unable to confirm complaint): based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). The patient has pre-existing corneal disease (pellucid marginal degeneration) which may be associated with ectatic and irregular corneas. (B)(4).